Manufacturer narrative:
The fiber optic cable that was replaced by the fse was not returned to isi for evaluation as the cable was scrapped in the field. After the fse replaced the cable, the fse tested the system and no errors were present. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the system displayed a hard error. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the surgeon to perform an emergency power off (epo) of all components and restart, however, the error persisted. Due to the reported issue, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi made multiple follow up attempts and obtained the following additional information: the procedure was converted to laparoscopic after about an hour into the da vinci-assisted procedure had begun. The overall duration of the procedure remained within the usual timeframe for a prostatectomy. A field service engineer (fse) was dispatched to the site and was able to reproduce the reported failure. The fse replaced the fiber cable to resolve the reported issue.